Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome with atrioventricular dyssynchrony. The right atrial (ra) lead had high thresholds and an x-ray one week post-implanted revealed partial dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.